Event description:
It was reported that patient received multiple inappropriate therapies. No anomalies were noted through imaging. The cause of therapy was unknown. The lead and device were explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
Internal insulation abrasion was noted at 55.3-55.6cm from the connector pin. Internal insulation abrasion under the rv shock coil was noted at 61.5-61.9cm from the connector pin. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 60.2-61.2cm from the connector pin. The etfe coating was abraded at this location. This is consistent with the observation from the field of inappropriate therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.